Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at the first inflation. It was further reported that leakage of contrast medium and saline solution was noticed when the balloon was removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. On visual evaluation of the device, no other specific anomalies were noted. On functional evaluation, the device was inflated with an in-house presto inflation device at 16 atm with leaks noted at the catheter bond joint. Microscopic observation was performed and noted a circumferential break at the proximal glue joint. No evidence of balloon rupture was noted due to unsuccessful further performance of functional testing of the bond joint failure. Therefore, the investigation for the reported balloon rupture remains inconclusive as water leaked from the bond joint during the evaluation and no evidence of balloon rupture could be noted due to the condition of the device. However, the investigation is confirmed for the identified bond joint break as the water leaked from the catheter bond joint during the functional testing. A definitive root cause for the reported balloon rupture and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2024).